Manufacturer narrative:
Device evaluation summary: visual and optical inspection revealed the peek implant was returned with a portion of the peek broken. The description states the implant was struck with a plastic hammer. This type of damage is consistent with excessive force from impact. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
PMA/510(k): this part is not approved for use in the united states; however a like device catalog # 9392507, 510k # k172199 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: extradural-extramedullary tumor procedure performed: the broken cage was removed and another cage was inserted again. Levels implanted: l1/2 intra-op, the cage broke on the way when it was hit with a plastic hammer and was inserted into the intervertebral disc. At the moment of breaking, the inserter fall potentially leading to nerve root and spinal cord damage. Autologous bone was placed in the cage following the instruction on the surgical technique and the cage was inserted into the intervertebral disc following the instruction on the surgical technique but the malfunction occurred. When inserting the cage, it was unlikely that it hit the bone. The intervertebral space was not so narrow, and the scene that the inserter was hit or twisted during insertion was not observed. Another cage was filled with bone again and was inserted in the same trajectory. The operation time delayed about 5 minutes. There were no complications to the patient as a result of this event.